Event description:
It was reported that the patient experienced a loss of therapeutic effect. The night prior to the report, the patient had a return of symptoms. The patient had reportedly been urinating ¿all night, the previous night, and all day, the day of the report¿. The patient thought she needed to turn it up. At the time of the report, stimulation amplitude was adjusted from 0.6v on program 2 to 0.8v. It was noted that it might have been too strong for the patient but later indicated that ¿it might not have been too strong¿. Stimulation amplitude was left at 0.8v. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0d0dr, implanted: (B)(6) 2013, product type: lead. (B)(4).